Manufacturer narrative:
Initial and final MDR 1900883 - MDR 3003442380-2024-11273 - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18-apr-2024, it was reported that the five infusion set was fell off during use. The infusion set is long for 18-24 hrs. No further information available.